Event description:
The lay user/patient called lifescan (lfs) in 2008, alleging she was unable to change the code on her one touch ultra2 meter. The medical affairs specialist mailed a letter on february 19, 2008, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the meter issue began in 2008. After the reported issue, the patient reported feeling lightheaded and experiencing blurry vision. The patient denied receiving medical attention or taking action following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported because the patient alleges she was unable to change the code on the lfs products, and afterward experienced symptoms that can be associated with abnormal blood glucose level.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.